Manufacturer narrative:
The customer¿s report that the pump displayed occluded was confirmed, on the concomitant 20129e set, however not confirmed on the suspect 10014914 set. The report of leaking was confirmed. On the suspect 10014914 set. Functional testing observed leaking at the location of the connection between male luer and the concomitant set¿s female luer. An occlusion alarm was noted by the device during the infusion. The set was attempted to be re-primed by applying excessive hand force to the syringe plunger where it was observed that the tubing would not prime. The occlusion was observed to be in the 1.2 micron filter of the concomitant extension set. Visual inspection after initial testing observed that the connection between the two components was not fully hand tightened. Both mating components were inspected under magnification with no damage observed. Reconnecting and fully hand tightening and again performing functional testing verified there was no leaking at the connection between the two components. This test was repeated several times with no leaking observed. The root cause of the leaking was the connection between the suspect set¿s male luer and the concomitant set¿s female luer was not fully hand tightened.

Event description:
It was reported that an occlusion alarm displayed on the pump, and the lipid tubing was leaking at the top of the tubing during an infusion in the sbu. There was no report of patient harm.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. Although requested, patient demographics not provided.

Event description:
The customer reported that the pump displayed occluded and the lipid tubing was noted to be leaking at the top of the tubing while connected to a patient in the sbu. There was no harm.